Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states on (B)(6) 2014, a patient removed his pd tube. The doctor reported this was a confused patient in a bad condition (cardiac problems) and the relatives told that the patient was under influence of drugs. The doctor told the sales rep that this could be caused because of weak material. The product is a tenckhoff 1 cuff 41 cm catheter. Catheter was implanted in (B)(6) 2014. The dialysis was done during the day; the event happened during night, therefore, no baxter solution was impacted. Patient removed the catheter, the hospital reported, that no blood, no inflammation or any other injury happened. The catheter was no replaced with a new one. The patient was an (B)(6) male. No additional information provided.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. The product sample was received within an opened header bag. It consisted of one quinton peritoneal catheter, 1 cuff, 41 cm with signs of use. The catheter came attached to a titanium adapter and a pd transfer set. After visual inspection, the felt cuff was encountered missing and detached from the catheter. Remnants of glue was found on the catheter area where the white felt cuff is placed. The device involved in this event, functioned as intended for more than four months until the patient applied enough force to remove his catheter, more likely causing the cuff detaching as a consequence. This defect has been confirmed. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedures, manufacturing performs 100% visual inspection during production, which would avoid cuff defects in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.